Event description:
It was reported that customer observed large air bubbles or gaps about an inch long in infusion set tubing between t:lock and site during pumping. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of room temperature insulin, completed cartridge air removal steps, verified secure t:lock connection, and followed guidance so that large air bubbles or gaps no longer existed, and customer resumed insulin therapy with understanding of instructions provided.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.